Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned. The physician accidently cut the lead while cleaning the pocket for a scheduled pulse generator change. It was successfully replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned. The physician accidently cut the lead while cleaning the pocket for a scheduled pulse generator change. It was successfully replaced with a new lead. No additional adverse patient effects were reported.